Event description:
It was reported that the patient fell about 4 feet backwards off a truck and hit his head. It was stated that the patient thinks he pulled one of his wires loose. It was noted that the patient currently does not have a health care provider (hcp) but wanted a manufacturer representative to check the device. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information stated that diagnostics were performed and everything was "working properly". It was noted that the patient was reprogrammed. It was also stated that the patient was "fine and receiving effective therapy".

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).